Event description:
It was reported that the patient's right ventricular lead was dislodged. This was noted after the lead had failed to capture during interrogation. The physician elected to explant and replace the lead on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The reported events were ¿rv lead dislodgment¿ and ¿the lead was not capturing.¿ as received, a complete lead was returned in one piece. The reported event of ¿the lead was not capturing¿ was not confirmed. Visual examination of the lead did not find any anomalies. The measured full helix extension length was within specification as received. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: h6.